Event description:
A surgeon reported that the cutter failed during a procedure. The product was exchanged to complete the case. There was no harm to the pt. Add'l info has been requested, however, none has been provided to date.

Manufacturer narrative:
The investigation is in progress. Samples have not been received for eval. The device history records (DHR) for the lots were reviewed. A related issue was found on one of the four components lots. However, the product was re-inspected and the product was released according to the manufacturer's acceptance criteria. A complaint history review indicates no add'l complaints were associated with the one related issue component lot. (B)(4).